Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/12/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/02/2014 with the following finding:during testing, the display was found to be dim/fading/discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses.